Event description:
Pain, weakeness of the legs and hips, fluid accumulations around the hip, exposure to metal debris, tissue damage and necrosis reported.

Event description:
It was reported that revision surgery was performed due to elevated metal ion levels. The acetabular shell, femoral stem and hole cover remained implanted.

Manufacturer narrative:
The implantation of the devices revised in this case was done contrary to smith & nephew device labelling and FDA device approvals. R3 metal liners are FDA approved only for use with bhr resurfacing femoral heads.

Manufacturer narrative:
Device manufacture date corrected.